Event description:
Reporter indicated that device interrogation during office visit revealed that the pt's device was set to 0ma for both normal mode and magnet mode output currents instead of to prescribed parameters, resulting in a loss of therapy to the pt. No adverse event was reported in conjunction with the reported programming anormaly. The pt's device was reprogrammed to prescribed settings. Treating neurologist indicated that he does not always interrogate the pt's device to confirm proper device settings as the last step of a programming session. Nine days later, it was reported that device interrogation at follow-up office visit revealed that other device settings were not set to prescribed parameters. It was reported taht frequency setting had changed from 20 to 30, the pulse width changed from 130 to 600, and magnet pulse width changed from 250 to 500. Review of device programming history revealed that the pt's device was programmed to 0ma output current for both normal mode and magnet mode stimulation at previous office visit. When the device was interrogated at next office visit, these settings were found to be at 0ma as expected. The device was reprogrammed to prescribed settings and remained at those settings until next office visit. At next office visit, the device was reprogrammed to a frequency of 20, normal mode pulse width of 130 and magnet mode pulse width of 250. Subsequent interrogation revealed that the pt's device remained at these settings as expected. According to device programming history, the pt's device settings were intentionally changed to 0ma output current and then to frequency of 20, normal mode pulse width of 130 and magnet mode pulse width of 260. There was no interrupted lead test or other anomaly reflected in device programming history. Review of manufacturing records for the pulse generator revealed no anomalies that would adversely affect device performance.